Event description:
It was reported that the anesthesiologists got stuck with a needle.

Manufacturer narrative:
One photo was returned for for investigation. Evaluation of the picture showed a fully assembled syringe pushed into the foam needle stick pad. Discussion with a lead coordinator confirmed that the provided pad but is not intended for full insertion during transportation. The width of the pad is not designed to accommodate the needle being fully embedded into it. Measurements taken of a stock stick pad found that the dimensions were within acceptable limits. It is possible that the issues observed by the customer can be attributed to improper usage of the stick pad and/or disposition of the used materials. Doing so may cause the needle to protrude through the tray and lead to a client being stuck with the cannula. The DHR could not be reviewed as no lot number was provided. D4 UDI and catalog number are unknown. E4, g5 and h4 are unknown.d3 has been updated.